Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose fell to 44 mg/dl while wearing the pod longer than 48 hours on the leg. Subsequently, mother removed the device, and patient was taken to the emergency room. When removed, insulin was seen "continuously" leaking out. Treatment at ER included administration of glucose tablets. Prior to ER visit, mother had also administered glucose tablets to patient and had recently adjusted the hourly basal delivery rate from 0.10 u to 0.05 u. No specific diagnosis was provided, however, mother feels that the device was "giving a drop of insulin every few seconds" and was responsible for sending her child to the hospital.